Manufacturer narrative:
B3: unknown; no information has been provided to date. H3/h6: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found the entire device was worn. Functional and internal tests were performed, and a damaged downstream occlusion (dso) sensor was found. The customer's problem was replicated. The dso sensor was non-functional. The cause of the problem was a damaged dso sensor. Customer received a cost estimate. Upon acceptance of the quote, the repair will be carried out, and the dso sensor will be replaced.

Event description:
It was reported that, when a cassette is inserted into the pump, the pump gives error message, "cassette inserted incorrectly." Per reporter, several cassettes were tried but the error message remains. There was no patient involvement.